Event description:
The company received information that suggested that the tube had been in use by the pt for about 6 days and while the nurse was changing the inner cannula, the hub separated from the outer cannula. The pt was re-intubated with a new tube, and there was no adverse clinical effect to the pt.